Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.038.410s, lot: h327592, part manufacturing date: april 21, 2017, manufacturing site: elmira, part expiration date: april 01, 2027, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot h327592 of tfna fenestrated helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot met all specifications with no issues documented that would contribute to this complaint condition. The narrative could not be confirmed based on the received picture. It is not possible to identify that the nail is broken inside of the smeared packaging. Pre-investigation statement: as described in the complaint description, it was reported that during removal process when surgeon was having difficulty removing blade. Surgeon was under the assumption that blade was too long and causing lateral thigh pain and mechanical pain and was originally planning a blade/screw exchange. After removing blade, he realized that nail was "cracked". Nail was not completely broken. During the removal process the nail completely fractured into 2 pieces. The returned tfna helical blade was found damaged and therefore the flow chart damage was selected for this investigation. Visual inspection: the visual inspection of the tfna helical blade has shown that on the shaft some heavy marks as well as at blade lips dents are visible . Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as unconfirmed for this tfna helical blade based that the blade had no indication to the reported condition of the mentioned blade length or the non-union. The blade conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. However, after investigation to the marks as well as dents visible is rated as confirmed for this tfna helical blade. We can only assume that this damage can be traced during removal or a possible instability of the fracture situation which indicate that the device was exposed to high loads. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. Additional procode: ktt. (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 the patient underwent revision surgery for one (1) tfna blade and one (1) tfna femoral nail due to pain. After removing the blade, the surgeon noticed the nail was cracked but not completely broken. However, during the removal process the nail completely fractured into two (2) pieces. The implant was initially inserted in (B)(6) 2020. There is no further information available. Concomitant devices reported: unknown tfna end cap (part# unknown, lot# unknown, quantity 1). Locking screw l44 f/nails tan light green (part# 04.005.534, lot# l761200, quantity 1). This report is for one (1) tfna fenestrated helical blade 110mm. This is report 2 of 2 for (B)(4).